Event description:
It was reported that the customer's pump screen was dark and would not turn on, and additionally, the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to ensure the pump was not plugged into a power source and to press the center of the button directly. They were also asked to use known working charging supplies to see if the pump would turn on, without success. The customer was advised to plug the wall adapter into a known working outlet for at least 30 minutes, and technical support planned to follow up. Upon follow-up pump was still unable to be charged. Cts will replace pump.